Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. It was reported that the patient's pain and headaches were resolved completely. This is the final report.

Event description:
The patient was reportedly experiencing pain, inflammation and headaches. The patient was injected with 1% kenalog/lidocaine in the local area of their magnet.